Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd sharps coll 1.5qt red were missing lids. The following information was provided by the initial reporter, translated from japanese to english upon opening of the carton, one base and two lids were found to be missing.

Event description:
It was reported that 2 bd sharps coll 1.5qt red were missing lids. The following information was provided by the initial reporter, translated from japanese to englishupon opening of the carton, one base and two lids were found to be missing.

Manufacturer narrative:
According with this investigation, there is not enough information provided from the customer such as pictures of the original packaging in order to determine the root cause, however with the lot number provided, it can be confirmed that this product was manufactured by flex on february 26, 2022 and within the report, customer mentions that upon opening of the carton, one base and two lids were found to be missing.the variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type ofissue (missing lids and bases). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, eight additional complaints were received through the last twelve months for missing lids and three for missing collector¿s base for the same part number. These previous complaints were closed as undetermined/incomplete since there was not enough information provided from customer to determine the root cause. H3 other text : see h.10.